Event description:
This report was received from a consumer and not confirmed by a healthcare professional. The customer attaches the drain bag to her urostomy pouch at night. The customer states, at night while sleeping, the drain bag is "sucking the air out" and there is not enough air in the bag to allow the urine to drain into the bag, causing the urine to stay in the tube for a period of time. The urine will eventually drain into the bag. The customer states this is causing her to develop urinary tract infections and has recently been diagnosed with hydronephrosis.

Manufacturer narrative:
(B)(4). An investigation is underway, upon completion the results will be forwarded.